Event description:
The reporter, diagnosed as a type I diabetic 16 years ago was transported by ems to the hosp and treated with unk IV medication and food for low blood sugar and seizure ("epileptic fit"). The pt's blood sugar after treatment was 93. Prior to the incident, the pt took 10 units of insulin after obtaining a reading of 305 with the suspect device. The pt adjusts his insulin dosage on his own, depending on the device result. The pt reports that in a comparison with his physician's device (result of 482) the suspect device gave 567.